Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/06/2017 with the following findings: on investigation, the pump powered on with functioning audio tone and vibration; however, the display screen remained blank. Investigation determined the pump had power as evidenced by the functioning audio tone and vibratory features. Further investigation determined that the display screen was blank due to an eeprom failure. Product analysis was not able to fully investigate the pump because of the blank display screen. Unrelated to the original complaint, the battery compartment was noted to be cracked.